Event description:
It was reported that the since the implant of a new device the superior vena cava (svc) impedances on the right ventricular (rv) lead have been variable. An x-ray was done and showed the svc pin was not fully inserted. A procedure was performed to adjust the rv lead back into the device header. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The d314drg implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).